Event description:
It was reported that revision surgery will be performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip. The patient is scheduled for revision surgery on (B)(6) 2014, but the physician is yet to determine which hip of this bilateral patient will be revised.